Manufacturer narrative:
The product was returned for analysis, however, the engineering eval is not yet complete. Additional info will be submitted within 30 days from receipt.

Event description:
The info received indicated the pt was admitted with a 100% stenosis in the right superficial femoral artery. The vessel was not calcified, but mildly tortuous. The procedure was for acute lower limb artery occlusion. There was thrombosis (from fp bypass to popliteal artery). The thrombus was removed with the fogarty catheter, however, a dissection occurred and was treated with a smart control stent. The stent was placed in the target lesion successfully, but large resistance was felt during removal of the stent delivery system (sds). The sds was finally removed. During post-dilatation a broken piece, which seemed like a tip of the sds, was observed distal to the balloon. The broken piece was fully removed with the guide wire (gw) as a unit using snare catheter. The procedure was completed and there was no adverse event. The physician indicated it is possible that he could have split the sds by nipping both sds and gw with forceps mistaking a part of the sds for the gw before the sds was fully removed from the pt. It was reported that the physician managed to remove the sds due to resistance and used forceps and that this could have caused the split of the sds, but details are unknown. There was no anomaly noticed while prepping the product prior to use.